Event description:
Reported by the doctor as: "a specific acute abdomen with band and port removal. The pt was hospitalized, had a jackson-pratt drain and IV antibiotics." Follow up with the doctor reveals: "the event was related to a perforation, and this caused the leak, which caused the sepsis. It was not directly related to the lap-band system but to the perforation."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Infection, pain, fistula, and stomach perforation are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Breakage was noted band tubing and belt which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death.